Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to documentation of the customer care advocate (cca). The patient manages her diabetes with oral medication (glyburide and metformin). The power issue began approximately two weeks prior to contacting lfs. The patient claimed she did not take any action as a result of the product issue. Two days later, the patient reportedly developed symptoms described as shaky and felt like passing out. The patient stated, "I'm there but I'm not really there". The patient denied receiving any medical intervention at the time of concern. During troubleshooting, the cca verified that there was no product misused. Based on the information provided, the battery did not need to be replaced. The subject meter did not turn on with the power button pressed and with the test strip inserted. The product issue was not resolved with training. This complaint is being reported because the patient claimed that she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.